Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the vacuum failed during a cataract procedure. The product was replaced and the procedure was completed. There was no harm to the patient. Additional information and sample has been requested.

Manufacturer narrative:
Review of the device history record indicates the order was built to specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. An action has been opened to determine root cause and implement appropriate corrective actions for complaints of this nature. (B)(4).